Event description:
It was reported that the implantable cardiac monitor (icm) device observed small r-waves with intermittent undersensing in the episode. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).